Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The patient was reportedly non-compliant with prescribed post procedure medication regime of aspirin. During a routine follow up examination forty-five (45) days post index procedure, transesophageal echocardiogram identified a non-mobile thrombus on the limbus of the closure device. Additionally, a small gutter was visible on the limbus side. The patient was prescribed eliquis, and an additional tee will take place in three months' time.